Event description:
On (B)(6) 2011, a vns treating physician reported to the MFR's consultant that the vns pt was going to have a battery replacement surgery performed. The reason for the replacement was later found to be due to generator being at eri = yes. The pt went for surgery on (B)(6) 2011 and the consultant tried to run pre-surgery diagnostics on the generator but the generator could not be interrogated due to eos. Good faith attempts were made for explanted product return in order to do product analysis, however, no product has been returned to the MFR as of yet. The MFR's programming history database was searched and a systems diagnostic test on (B)(6) 2006 showed high lead impedance, ok/ok/1.00/high/dcdc4/no. A battery life calculation was performed which showed negative years until eri = yes. The physician reported that the pt's high impedance resolved after surgery; a system diagnostics test ran after the battery replacement surgery showed ok for the lead impedance, therefore, the lead was not replaced. No x-rays had been taken prior to the surgery and no pt serious adverse events had been reported. No pt manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. If add'l info is received, it will be reported.